Event description:
Per the clinic, the patient experienced a wound dehiscence, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025, under general anaesthesia and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The device analysis report attached.